Event description:
It was reported that during an impella cp procedure post percutaneous coronary intervention to the left anterior descending artery and left circumflex artery, the patient became acutely hypotensive and loss of pulsatile. Cardiopulmonary resuscitation (CPR) was performed and the patient was intubated. Post CPR the patient was stable but was noted on placement signal conflicting reading versus arterial line and placement signal low not correlating to patient condition or pump position. The decision was made to exchange the pump in concerns regarding pump metrics post CPR. The peel away sheath remained, so the patient was explanted and a new device is to be placed. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of optical signal issue and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.